Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date in the same year as onset, the patient began unknown treatment for the peritonitis (dose, frequency, duration and route not reported). No further detail was provided regarding whether the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and physioneal therapies were ongoing. No additional information is available.